Event description:
Pt had insertion of PICC line under fluoro. Physician had difficulty with looping although they met no resistance. They attempted to move guidewire in both directions without success. They removed wire and noticed end of wire had been retained. They had met no difficulty in removing. They stated they had noticed a more fragile end of wire within the last month or two. Approx. One inch of guidewire has been retained as a looped section in the soft tissue of pt.